Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the surgeon had to enlarge the incision he initially made in order to implant a za9003 21.0 diopter intraocular lens (iol). Consequently, he had to use a back up lens to complete the procedure. There was no suture or vitrectomy needed. Customer noted that patient is doing fine post operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/25/2019. Device evaluation: the returned sample was received in a plastic bag with the wheel case insert. Visual inspection using a microscope magnification was performed. The lens was observed damaged. Huge depression marks can be observed on the surface and in the edge of the lens that could be related to handling of the lens during the surgical process. Both haptics was damaged/distorted. A product quality deficiency could not be determined; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.